Manufacturer narrative:
PMA/510(k)#: p100022/s001. The ziv6-35-125-7.0-120-ptx stent of lot number c778404 was implanted in the patient and is therefore not available for evaluation. With the information provided a document based investigation was carried out. It was confirmed that images would not be available to support the complaint investigation. According to complaint information provided, the patient had pre-existing conditions including coronary artery disease, hypercholesterolemia and was a previous smoker. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to lack of imaging no other comments can be made. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided pta was performed and the patient recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends. The ziv6-35-125-7.0-120-ptx stent of lot number c778404 was implanted in the patient and is therefore not available for evaluation. With the information provided a document based investigation was carried out. It was confirmed that images would not be available to support the complaint investigation. According to complaint information provided, the patient had pre-existing conditions including coronary artery disease, hypercholesterolemia and was a previous smoker. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to lack of imaging no other comments can be made. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided pta was performed and the patient recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012: ziv6-35-125-7.0-120-ptx x 1 + ziv6-35-125-7.0-120-ptx x 1 were placed in the left sfa of the patient. On (B)(6) 2014: restenosis in the lesion was confirmed. (The rpn or lot number of the stenosed device(s) cannot be determined.) On (B)(6) 2014: pta was performed. The patient recovered on each day. On (B)(6) 2015: restenosis in the lesion was confirmed. "Worsen claudication" was observed. (The rpn or lot number of the stenosed device(s) cannot be determined.) On (B)(6) 2015: pta was performed. The patient recovered. On (B)(6) 2015: restenosis in the lesion was confirmed. (The rpn or lot number of the stenosed device(s) cannot be determined.) On (B)(6) 2015: pta was performed. The patient recovered. As two zilver ptx devices are reported to be involved in this event a report has been submitted for each suspect device. The complaint information received confirmed three separate events of intervention (pta) as a result of restenosis with these devices. A separate report has been submitted for each recorded event also. Reference also related reports 3001845648-2016-00016, 3001845648-2016-00017, 3001845648-2016-00018, 3001845648-2016-00020 & 3001845648-2016-00021.